Event description:
Dealer stated that the joystick on a m94 power chair sped up, ramming the end user into an elevator wall. User injured his knee, went to the ER and was allegedly admitted. Outcome of injury is unknown. Dealer only knows that the knee was still swollen.